Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that five hours after a successful ablation procedure for atypical flutter with an intellamap orion high resolution mapping catheter, intellanav mifi open-irrigated ablation catheter, zurpaz steerable sheath set and a non-boston scientific steerable introducer, the patient experienced an embolism, likely due to the presence of a blood clot. The embolism was treated by pharmaceutical therapy and was working well. The physician was unsure of the cause of the event, as it happened several hours after the procedure. The devices were disposed of and therefore will not be returned for analysis.